Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated, and the ptfe is still holding the two ends together. There is a kink to the hypotube at 23cm from the handle. From the tip to 1.3cm from the tip is flattened. There is another flat spot along the distal shaft at 16.2cm from the tip. There is a kink to the distal shaft 23.5cm from the tip. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 04oct2019. It was reported that the device could not cross the lesion. The 90% stenosed,15mm x 2.75mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, device analysis revealed that there was collar separation.